Event description:
Livanova received report that the lifesparc controller started to have a continuous ¿high pitched scream¿, the screen was red and indicated that the pump stopped. The user switched the controller out for another unit that was nearby. The patient decompensated during the event and recovered once placed back on support. The patient has been off coagulants due to a tracheotomy performed on saturday and subsequent bleeding complications. Patient remains on support; unaffected, on the same pump.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the lifesparc system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A medical assessment on the case was conducted and medical opinion is that the customer missed to follow instruction for use regarding anticoagulation therapy. Indeed, the patient was reportedly off anticoagulants and this may have led to thrombus formation which consequently stopped the pump. It cannot be excluded that circuit manipulation during controller replacement may have led the clot to move through the circuit allowing the pump to run again. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: during a review of this complaint on june 24, 2022, it was discovered that a previous supplemental report for this event, submitted on march 7, 2022, contained an error. The following statement was made in that report: "investigation results confirmed that following to book error display, the pump kept running and that the controller was powered cycled by the user who did not follow instruction for use. Thus, investigation results confirmed that the reported pump stop was not caused by book error as per design of controller.¿ this statement contains an error, as the investigation for this complaint did not reveal that the user power cycled the device contrary to the IFU. Rather, the investigation determined the most likely root cause for the pump stop to be thrombus formation due to a failure to follow the instructions regarding anticoagulation therapy. The reported book error was determined to not be the cause of the reported pump stop.

Manufacturer narrative:
H.10: a review of the DHR did not identify any deviations, non-conformities relevant to the reported issue. The continuous alarm described in the complaint is consistent with a watchdog timeout or other failure of the single board computer (sbc) which runs the user interface software. The user interface software is independent of the pump motor controller. When in this mode of operation, the pump continues to operate and speed can be adjusted. The screen is either blank, or displays a white and yellow ¿tl¿ logo with a red outlined symbol for ¿consult accompanying documents". As per lifesparc controller design, book error doesn't not affect pump function and pump speed can still be controlled via up/down arrow button and are visible on secondary display. The unit was returned for further evaluation at manufacturer site. A functional test was performed to write to the entire flash memory while running the device application to determine if a flash memory defect was present which would delay the response of software. This test was repeated continuously over 7 days with no watchdog timeout occurring. A critical error condition was deliberately induced by stopping the application software. It was confirmed when this was done that the pump continued to operate and the pump speed as indicated by the speed leds did not change. The controller data log was found to contain a power on without a prior power off and operating hours were not updated. This is consistent with the watchdog timeout or other failure of the single board computer (sbc) which runs the user interface software without stopping device functionality. Investigation results confirmed that following to book error display, the pump kept running and that the controller was powered cycled by the user who did not follow instruction for use. Thus, investigation results confirmed that the reported pump stop was not caused by book error as per design of controller. In conclusion, based on the gathered information, on medical assessment and on investigation performed it is evident that the book error did not lead to pump stop, that the patient was off anticoagulants and that the most likely root cause of the pump stop was a not device related factor (thrombus formation due to the specific antigoagulation therapy).

Event description:
See initial report.